Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated intraperitoneal vancomycin (dose, and frequency not reported) and oral cipro (750 mg; frequency and duration not reported) for peritonitis. Vancomycin was discontinued approximately twenty or twenty one days after the event onset. Action taken with therapy was not reported. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event was reported as ¿(B)(6) 2015 (also reported as 7-8 days after easter)¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.